Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that 31 days after the onset of peritonitis, treatment with cciprobay and imipenem was discontinued and the patient was discharged from the hospital with complete recovery from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as maintaining poor hygiene, did not wear mask, did not clean the area before starting the pd and reused equipment. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with intraperitoneal (ip) ajuzolin 1 gram, every day for two days and ip fortum 1 gram, every day for two days. Two days later the patient began treatment with ciprobay 0.2 gram per 100 ml, 2 bottles (route, frequency and duration not reported) and imipenem 0.5 gram, 2 jars, (route, frequency and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.